Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. The lesion was ablated with rotational atherectomy. A 3.5 x 28 mm promus element stent was selected and advanced to treat the target lesion. The stent was well positioned and well apposed after being deployed at 12 atm. A nc quantum apex mr 15 mm x 3.00 mm balloon catheter was advanced for postdilation of the stent. The balloon was inflated once to 18 atms and ruptured. The complaint device was then removed intact. The stent remained well positioned and well apposed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. The lesion was ablated with rotational atherectomy. A 3.5 x 28mm promus element stent was selected and advanced to treat the target lesion. The stent was well positioned and well apposed after being deployed at 12 atm. A nc quantum apex mr 15mm x 3.00mm balloon catheter was advanced for postdilation of the stent. The balloon was inflated once to 18 atms and ruptured. The complaint device was then removed intact. The stent remained well positioned and well apposed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4.5 mm proximally from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).